Event description:
A pt serum sample that was sent to the laboratory for (B)(6) testing was (B)(6) on an (B)(6) western blot test and a rapid (B)(6) test, and (B)(6) on the gs (B)(6) plus o eia. A second serum sample one week later produced the same results. Pcr testing was not performed. These results were confirmed during testing of the samples by the MFR. As documented in the literature, results of (B)(6) antibody tests have been reported (B)(6) in persons with aids in rare situations. This may occur due to very high viral loads in the pt and antigen excess, resulting in low levels of detectable free antibody in the serum. Further data are needed to determine if this may be the case for this pt.